Event description:
It was reported that the patient noticed drug delivery had stopped and contacted the pain clinic. There was no interference with magnetic fields noted. When the pump was interrogated it was noted that a motor stall had occurred. The pump could not be restarted/reprogrammed. As an emergency procedure the physician accessed the side port to continue drug treatment. The patient was hospitalized. The pump was replaced. The patient remained hospitalized following replacement. The pump contained hydromorphone.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.